Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy by the implantable cardioverter defibrillator (ICD) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt). It was noted that therapies were initially withheld by the discriminator feature that is designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin. It was also noted that the right ventricular (rv) lead exhibited possible intermittent oversensing on stored ventricular electrograms (egm). The device and lead remain in use. No further patient complications have been reported as a result of this event.